Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. Patient alleged two skin cancers on the face by the nasal area, cough and throat irritation. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a patient reported two skin cancers on the face by the nasal area, cough and throat irritation related to a CPAP device's sound abatement foam. No medical intervention was taken by the patient for the reported events. The reported events were assessed as serious injuries but not related to the device. The device was returned to the manufacturer's product investigation lab for evaluation. The internal and external aspect of the device was inspected. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed by the manufacturer throughout device enclosure, airpath, dirt contamination on flip lid seal and indeterminate contamination throughout enclosure suggesting a source external to the device. The manufacturer also observed evidence of liquid ingress and mineral spots on blower and blower box. Slight black contamination was found at the blower seal of the blower box, which is consistent with the keratin contamination. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of liquid ingress and dust contamination were observed and are consistent with being from an external source.